Event description:
Per information provided: (B)(6) 2014 ¿ patient was diagnosed with bilateral inguinal hernia thereby underwent laparoscopic repair with the implant of two bard flat mesh (device #1 ¿ left, device #2 ¿ right). Per op notes, ¿on left, bard flat mesh (device #1) was placed into defect and secured using tacks. On right, bard flat mesh (device #2) was positioned against coverage of the direct and indirect areas of defect and secured using tacks.¿ (B)(6) 2014 ¿ patient was diagnosed with closed loop obstruction with perforated small bowel thereby underwent open repair with the removal of mesh (device #1, #2). Per notes, ¿there was a large amount of free fluid within the peritoneum along with succus. Dense adhesions of the small bowel to the previously placed mesh (device #1, #2) in the left lower quadrant were taken down. There was one area of perforation in the small bowel in the pelvic region. Some areas of small bowel was incorporated to the mesh. There was small bowel adherent to the fascia mesh (device #1, #2) posteriorly and anteriorly were taken down. The patient was getting septic and for further resuscitation taken to the ICU.¿ (B)(6) 2014 ¿ patient underwent small bowel resection and end to end anastomosis. (B)(6) 2014 ¿ patient underwent abdominal closure.

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr was submitted to represent the bard flat mesh (device #2). An additional supplemental emdr was submitted to represent the bard flat mesh (device #1). Note, the manufacturing date (15-dec-2012) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.